Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was physically returned for investigation but was repaired before being fully evaluated by a complaints technician. Based on the repair diagnostic codes, we can consider the reported failure mode confirmed. According to the diagnostic codes, the unit had a cracked/peeling insulation at the middle of the shaft. The possible root causes can be due to: incorrect sterilization/reprocessing procedure, handling procedures, contact forces and/or product used beyond defined useful life. In sum, the product was returned for investigation and the reported failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.